Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was decline to troubleshooting. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. Advised customer to place pump in storage mode and remove battery, press and hold the back button until the screen turns off. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. (B)(4).